Event description:
It was reported that high impedance was observed. The patient received inappropriate therapy due to oversensing of noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.